Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had multiple occluded reservoirs and infusion sets. He stated he was unable to push insulin through the tubing and had to forcefully push the plunger. He was advised to make sure there is no air in the reservoir once filled. Troubleshooting was not performed. The customs stated he will be using the reservoir he already filled and call back if issue persists. Blood glucose value is unknown. The product will not be returned for analysis.